Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported: 1/13/06. Inratio 3.1, lab 4.1. 1/16/03, inratio 3.6, lab 3.0. Tech support shall provide additional strips for comparison testing and follow up with pt when testing is complete.